Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information, no further information was provided.

Event description:
The customer reported a falsely elevated potassium result on the architect c16000 analyzer. Sample ID (B)(6) from a male patient, generated an initial result of 7.13 mmol/l and when rerun the sample generated a result of 5.24 mmol/l. The customer indicated the rerun result of 5.24 was within the normal range. A second patient (sample ID unknown) generated an initial result of 6.7 mmol/l and retest 4.72 mmol/l. No further patient information was provided. No adverse impact to patient management was reported.

Manufacturer narrative:
Expanded internal testing was conducted on peristaltic head tubing (pht (7-35009685-01)) of different twist angles over a period of six-month simulated testing. Testing neither demonstrated increased wear or damage to the tubing, nor difficulty in creating a vacuum leading to aspiration issues. Within-run precision and carryover testing on multiple assays was within acceptable limits. Testing did not demonstrate impact to results or rupture of tubing leading to leaking for all twisted tubing angles. Therefore, the expanded investigation concludes the pht connector mis-alignment was not causative to this event. The expanded investigation also found no hazard is expected to occur due to a misalignment of the peristaltic head tubing connectors and there's no potential impact for biohazard, electrical, physical or chemical exposure. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the peristaltic head tubing (part number 7-35009685-01).

Manufacturer narrative:
The customers instrument logs were reviewed by abbott field service which did not identify any evidence of a short sample or sample problem. The analyzer was inspected and multiple issues were identified which required replacement of parts including a damaged sample probe tip, a corroded ict probe, a kinked r1a probe tubing, dirty dry tips and overflowing from cuvette washer probe 1a which was resolved by replacing the hcw (high concentration waste) peristaltic head tubing. Field service identified the likely cause of the inconsistent potassium results to be the peristaltic head tubing which was worn out from normal use. A review of the c1600070 service history found no additional contributing factors and no additional reports of discrepant or inconsistent results have been received since field service replaced the peristaltic head tubing. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The erratic result rate was reviewed and was within acceptable limits with no trends identified. A review of complaint and trending data the peristaltic head tubing identified no issues or trends. Labeling was reviewed and found to be adequate. The service and support manual provides adequate information, inspection, maintenance, and component replacement procedures concerning erratic or discrepant results. Including, but not limited to, the actions performed by the abbott fse (and replacement of the peristaltic head tubing). Device history review found the replaced peristaltic head tubing, part number 7-35009685-01, requires the end fitting be aligned in a specific way to allow for correct installation on the instrument. It was determined there were no instructions for the part supplier (diba) to correctly align these fittings in manufacturing. However, it was unknown if tubing associated with this customer issue was incorrectly assembled. The assembly issue was identified as a deficiency of this part.